Event description:
The facility reports the caregiver had performed three lifts with the same pt prior. The pt was on an elevated changing table and the lift jib was attached to the lower position. The caregiver connected the sling to the lift and raised the pt off the table about one inch when the caregiver at the back of the lift noticed the jib tilting forward. The second caregiver reached around to hold on the jib while the caregiver in the front supported the pt back to the table. The lower half of the spreader bar rubbed against the pt's thigh. The pt sustained a minor abrasion to the right upper thigh. The caregiver reported back pain and spoke with the doctor, but did not receive any treatment.